Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer stated no response from any of the buttons in the insulin pump. It is reported that the customer calls with a keypad anomaly complaint. There was no stuck button alarm received. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the pump and it will not be returned for analysis.